Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of (B)(6); reported here as the first name exceeded character limit for the designated field. Block b5 has been updated with the additional information received on february 04, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to transgastric to the bile duct to treat a malignant stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange was released normally. However, in the attempt to release the second flange, it was found that it was stuck and unable to be released. The procedure was completed with a different device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note : it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm. ***additional information received on february 04, 2025*** when the stent was removed from the patient it was partially deployed, the first flange was completely released, and the second flange was in the outer sheath. A guidewire was placed and withdrew the stent using the axios catheter. In the attempt to deploy, there was a great resistance when releasing the second flange. The physician stopped the release for safety purposes then removed the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital; reported here as the first name exceeded character limit for the designated field.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the bile duct to treat a malignant stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange was released normally. However, in the attempt to release the second flange, it was found that it was stuck and unable to be released. The procedure was completed with a different device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric bile duct to treat a malignant stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange was released normally. However, in the attempt to release the second flange, it was found that it was stuck and unable to be released. The procedure was completed with a different device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note : it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm. ***additional information received on february 04, 2025*** when the stent was removed from the patient it was partially deployed, the first flange was completely released, and the second flange was in the outer sheath. A guidewire was placed and withdrew the stent using the axios catheter. In the attempt to deploy, there was a great resistance when releasing the second flange. The physician stopped the release for safety purposes then removed the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. Additionally, it was also found that the inner sheath was returned kinked. Product analysis did not confirm the reported event of stent partially deployed as the stent was returned fully expanded and deployed. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that the size of the scope used was a 3.2 mm working channel. The IFU states that the axios stent and electrocautery enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger.